Event description:
On (B)(6) 2009, the patient reported that, while trying to change her insulin cartridge, she pulled on her infusion set tubing to remove it from the adapter of her infusion device. She stated this resulted in the plunger remaining attached to the piston rod and a full cartridge of insulin spilling into the cartridge chamber. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.